Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. After the two-hour start-up period, the receiver displayed a sensor failure message. Upon removal of the sensor pod, patient was unable to locate the sensor wire. Patient believed the sensor wire may have been stuck under her skin and on (B)(6) 2015 she went to the emergency room. An ultrasound was performed but did not find a sensor wire in the patient and she declined an x-ray. Patient returned to the clinic where the sensor insertion was performed and found the sensor wire inside the applicator. At the time of contact no further medical intervention was reported.

Manufacturer narrative:
(B)(4). Neither data nor the complaint device was returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.